Event description:
It was reported that the patient went in for a follow up appointment after initial implantation and the surgeon identified that the shim component had migrated posteriorly. Post-operative imaging from the original procedure indicated that the shim component was not locked into the shell component. The patient subsequently underwent a revision surgery, during which all implant components were successfully removed without incident and fluoroscopic images were taken for confirmation. The surgeon then implanted a competitive cage.